Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: as per the event description a 74 years old patient underwent tevar to treat a chronic type b dissection and evar to treat an aaa on 07mar2016. A zteg-2pt-42-208-pf-d was placed with its proximal end located in zone 3 and an afx stent graft was implanted below the renal artery. Two gzsds (gzsd-46-164-2 and gzsd-46-82-2) were placed to brigde tx2 and afx. One stent overlap between tx2 and gzsd was reported. On (B)(6) 2017 follow-up imaging revealed a detachment of the overlap between tx2 and gzsd (B)(4) and a new tear (B)(4). On (B)(6) 2017 tevar was performed to treat the new entry tear and zteg-2pt-40-158-pf (complaint device) was placed overlapping zteg-2pt-42-208-pf-d with 3 stents and the proximal gzsd with 3 stents. Then, touch-up ballooning was performed. The procedure was completed and a flow from re-entry/slight type 2 endoleak remained (B)(4) this complaint was opened due to a second entry tear found in an imaging review. According to the imaging review expert, the second new entry tear was located at the end of the second zteg (zteg-2pt-40-158-pf) and the upper margin of the waist shaped true lumen segment. The tear was likely a focal perforation caused by just one apex of the distal zteg stent body because the density of contrast inside the false lumen was significantly less than inside the true lumen. A large hole would have allowed much faster flow and consequently more equivalent densities. Additionally, the reviewing expert's impression is that increasing tortuosity pointed the zteg's end into the inherently fragile, dissected, contracted, and non-compliant true lumen intima. Review of the device history record gave no indication of the device being produced out of specifications. The complaint device was 40mm in diameter whereas the proximal overlapping zteg was 42mm in diameter and the distal overlapping gzsd was 46mm in diameter. According to the package insert 'overlapping stent graft components should have the same diameter'. If the diameter-difference contributed to the failure cannot be determined. It has not been possible to establish an exact cause for the event. However, it is likely that patient anatomy, patient condition or failure to follow the instructions contributed to the event. According to the package insert, aortic damage, including perforation, is a known potential adverse event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter. On (B)(6) 2016, approximately a year before the day of the procedure, replacement of the ascending aorta was performed to treat type a dissection, and type b dissection had remained there since then. Tevar using txd was performed against the chronic type b dissection on (B)(6) 2016. Since aaa was also observed on the patient, evar was performed on the same day. There were no problems in the access route. The patient¿s anatomy was suitable for the procedure. A zteg-2pt-42-208-pf-d(lot#e3302209) was placed in the aorta by right common femoral artery (cfa) approach. Its proximal end was located in the zone 3. Then, for the purpose of treating aaa and closing the re-entry, afx stentgraft(nippon lifeline) was implanted in the area below the renal artery. After that, a gzsd-46-164-2(lot#3414211) and a gzsd-46-82-2(lot#e3398947) were placed while bridging the two stent grafts. One stent of the txd main body and one stent of the bare stent(gzsd-46-164-2) were overlapped each other. On (B)(6) 2017, follow-up CT imaging was conducted, which confirmed a new tear in the area around the distal end of the txd main body. Enlargement of the false lumen owing to the restart of the blood flow into the false lumen, and a detachment of the overlap between the txd main body and the bare stent, meaning migration of the stent (pr# ((B)(4)), were also confirmed. Additional information 10oct2017: the new tear occurred at the area where the zteg and gzsd devices originally overlapped each other. Tevar to treat the new tear is planned to be performed in the middle of (B)(6) 2017. On (B)(6) 2017, tevar to treat the new tear found on (B)(6) 2017 was performed, and a zteg-2pt-40-158-pf (lot#:e3502162) was placed in the patient by right cfa approach. Proximal 3 stents of it were overlapped with the txd placed before (zteg-2pt-42-208-pf-d lot#:e3302209). Distal 3 stents of it were overlapped with bare stent placed before (gzsd-46-164-2 lot#:e3414211). Since the most proximal stent of it was placed with a slight slope, touch-up ballooning to modify the position of it was performed by a trilobe balloon (from another manufacturer). ¿flow from re-entry¿ or ¿slight type 2 endoleak presumably originating from the branch of the intercostal artery¿ was found to remain there, but the physician determined to finish the procedure. Before the procedure, the physician checked the follow-up CT images of the patient taken after tevar conducted on (B)(6) 2016 (in the period from (B)(6) 2016 to (B)(6) 2017). He found that the most proximal one stent of the bare stent had already migrated distally approximately 3 months after the procedure. And after that, the bare stent separated from the txd main body completely. On (B)(6) 2018, follow up CT imaging was performed, which confirmed a new tear-like endoleak in the area around the distal end of the txd main body. Tevar is planned to be performed against this tear. Patient outcome: unknown.